Event description:
Additional information was received. It was reported pump had not been explanted as of the time of this report but hcp was trying to arrange this case soon. Also reported the catheter was not returned under the assumption it had been broken because of pump suture. Hcp did not request to return the catheter. If additional information becomes available a report will be provided.

Event description:
Additional information received reported that the pump had not been explanted yet, and a date was being scheduled for the week following the notification date. It was then later reported on (B)(6) 2012 that a surgical revision was scheduled for (B)(6) 2012 to explant and replace the catheter. The catheter was being replaced "because of a drug reservoir volume discrepancy" as the pump did not deliver any drug at all. It was also noted that the catheter access port (cap) test revealed a catheter obstruction. It was later reported on (B)(6) 2012 that the planned revision was not done. The healthcare provider was decided to revise to a new catheter first. There was a scheduling issue with the operating room, and other scheduling conflicts for the patient, so a revision date was still unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced severe spasticity. The patient went to the hospital for a pump refilling procedure. During the refilling procedure, the physician removed 20 mls of drug, which meant no drug was delivered to the patient. To check catheter performance, the physician attempted to check the catheter status using radiopaque dye and was unable to instill the dye because of severe resistance. The radiopaque material distributed around catheter access port. A rotor test was performed and it showed the rotor was working properly. The plan was to replace the catheter the first week of september (timing was due to patient preference). It was later reported the patient had not taken lioresal intrathecally for "a while". It was noted there was no harm/injury. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# unk, implanted: unk, explanted: unk. (B)(4).